Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not dispensing insulin. It was found that insulin pump experienced an unexpected restart. Customer's blood glucose was unknown. Customer also reports that battery longevity was short. During troubleshooting, customer reported of not being sure if contacts on battery cap was missing or damaged. Customer was advised that battery cap would be replaced.